Event description:
Patient reported via portal ID right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, yellow particles inner the device and delamination of valve. Leak test and microscopic analysis was performed which identified; delamination 75% total separation and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a delamination total of the valve (adhesive failure).

Event description:
Patient reported via portal ID right side deflation. The device has been explanted and the replacement information is not available.